Manufacturer narrative:
A review of device memory revealed that the device declared end of life (eol) after experiencing one charge time greater than 30 seconds. The observed rate of battery usage was compared to the expected rate of battery usage; the results indicated that the monitoring voltage was normal. Although the battery itself had not depleted prematurely, eol was triggered earlier than expected by extended charge times due to a higher-than-typical build-up of internal battery impedance.

Event description:
Boston scientific received information that the patient with this implantable cardioverter defibrillator (ICD) reported hearing beeping tones. Subsequent information indicated that the patient underwent an ICD changeout procedure. The device was explanted and returned for reliability analysis. There were no adverse patient effects reported.